Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to the patient needing to downsize the cuff and the device age. The entire aus was replaced. There were no patient complication reported.